Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin had received buttons were less responsive, insulin pump screen was blurry and also received failed battery test alarms. Customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Device received with lcd display window normal no anomaly noted. However cracked battery tube thread and missing end cap sticker noted. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).